Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer's mother reported that the insulin pump alarmed motor error. Customer stated that daughter was changing site and got a motor error. Troubleshooting was done. Customer's blood glucose was 288 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).